Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient was hospitalized with blood glucose (bg) over 500mg/dl due to a leaking cartridge. Additional details were not provided at the time of initial contact. Customer technical support has made attempts to contact the patient for troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized with hyperglycemia related to a cartridge leak.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.